Event description:
Reference number (B)(4) event occurred in cyprus. It was reported that patient has high blood glucose event on 24-jan-2026.the event lasted over 4 hours and was treated with pump. No further information available.